Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The stated customer-problem was confirmed during the service repair process. Additional comments: na additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two 2016- 02/28/2018 14:46:54 khatauri armstead (karmstea) npi fail pm please charge recall for repairs devin upton, biomed, 718-920-7166 dupton@montefiore.org 07/19/2018 09:50:49 gabriel lopes (glopes) tamper seal intact. 07/19/2018 10:39:19 gabriel lopes (glopes) device received with software v9.15.1.2 - sku updated. 07/19/2018 11:01:44 gabriel lopes (glopes) replaced iuis. Split nut recall completed. Device calibrated and pmed. 07/20/2018 07:49:31 annette a mendez (amendez) 1z9791540270386132 07/02/2019 11:04:54 joseph kuhls (jkuhls) the original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.